Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen screen was noted. The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No constant tone was noted during testing. The time clock functioned properly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported a frozen display on the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The insulin pump was also giving out a long constant tone. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.